Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed magnesium results on the architect c8000 analyzer for multiple patients. The customer provided the following results: patient 1: initial and repeat on (B)(4) generated 1.0 mg/dl and retest on a second analyzer generated 1.7 mg/dl patient 3: initial and repeat on (B)(4) generated 1.0 mg/dl and retest on a second analyzer generated 1.8 mg/dl the customer's normal range is 1.6 to 2.6 mg/dl. No specific patient information was provided and no adverse impact to patient management was reported.

Manufacturer narrative:
Field service representative (fsr) visited the account and replaced the cuvette dry tip and cleaned the cuvettes, which were identified to be the likely causes. The fsr also completed the quarterly maintenance on the analyzer. A review of the architect serial (B)(4) identified no additional contributing factors and no subsequent issues have been reported. A review of complaint and trending data for cuvette dry tip and cuvette identified no issues or trends. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no issues or adverse trends related to the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect c8000 analyzer was identified.